Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that the insulin pump was stored and not in use for an extended period of time. Customer also stated that the insulin pump experienced an unexpected restart. No further information reported.